Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal right coronary artery. After deploying an unspecified bare metal stent, a 15mm x 3.00mm nc quantum apex¿ balloon catheter was used to post dilate the stent. However, the balloon ruptured at the rated burst pressure (rbp). The balloon was removed completely from the patient and the procedure was completed with a 3.00/15mm nc quantum apex mr balloon. No patient complications were reported and the patient's status was good.